Event description:
It was reported the intraocular lens was removed without complication, two years postoperative, due to decentration of the lens. Cause is unknown.

Manufacturer narrative:
The returned intraocular lens displays scratches on the optic and a bent haptic, not inconsistent with an explanted lens. While we were unable to determine the origin of the damage, our investigation reasonably suggests, it is not manufacturing related. The lens met all manufacturing specifications prior to release. We will continue to monitor and trend.